Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2025. On (B)(6) 2025, the patient reported being hospitalized due to suspected cgm inaccuracies. The cgm readings on her insulin pump were showing extremely high glucose levels (400 mg/dl) with a double upward arrow, despite the patient feeling well and experiencing no symptoms. No fingerstick bg test was performed at that time. Concerned about a possible issue with the infusion site, the patient replaced the pump cannula, but the cgm readings remained elevated at 400 mg/dl. While waiting outside for the readings to stabilize before eating lunch, the patient lost consciousness and entered a hypoglycemic coma. The patient regained consciousness between 4:30 and 5:30 pm, at which point emergency medical technicians (emts) informed her she was receiving her second bag of IV fluids to raise her bg. At that time, her bg was 20 mg/dl, while the cgm still displayed 280 mg/dl. The patient experienced severe headache, muscle contractions, body pain, and had bitten her tongue. She does not recall receiving any treatment other than IV fluids. During transport to the hospital, her bg meter reading was 40 mg/dl; the cgm reading was not recalled. Upon arrival at the emergency room around 5:30¿6:00 pm, her bg was again recorded at approximately 40 mg/dl, with no cgm value reported. She was treated with oral intake, including peanut butter, a turkey sandwich, and a large glass of juice. After several hours, her bg rose to 140 mg/dl, though she did not check her cgm at that time. She was still in significant pain but reported feeling somewhat better. The patient was discharged around 9:00 pm, with a stable bg of 115 mg/dl. Her husband drove her home, arriving at approximately 9:30 pm. At the time of this report, the patient is stable but still recovering. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator when the patient had symptoms. The reported glucose values fall within the e zone of the parkes error grid when checked by paramedics. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hypoglycemia and coma.

Event description:
Subsequent to the initial MDR, a voluntary MDR/medwatch report was received on 07/29/2025. According to a report received via maude, the patient stated that on (B)(6) 2025 out of fear of developing ketoacidosis, she self-administered insulin. At the time, she was waiting outside for her cgm readings to drop before eating lunch. That is the last thing she remembers she believes she may have lost consciousness shortly afterward and entered a coma. The patient regained consciousness sometime between 4:30 pm and 5:30 pm, surrounded by emts who informed her that she had experienced seizures, stopped breathing, and bitten her tongue. The emts also told her she was already on her second bag of IV fluids to help elevate her blood glucose levels. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Voluntary medwatch report number mw5172664. H6 codes: health effect - clinical code problem code: e0741 respiratory arrest/ code not available. H6 codes: health effect - clinical code problem code: correction to disregard 4581 appropriate term/code not available.